Manufacturer narrative:
Retained test strip samples from the same lot reported by the customer (4500165733) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 7:00 am he/she experienced a loss of consciousness but when they attempted to perform a test using customer's adc blood glucose meter it produced an ER-7 message instead of a reading. Customer's family member administered a glucagon injection. No further treatment was required. There was no report of death or permanent injury associated with this event.